Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Customer went to the hospital because he forgot how to use his pump due to alzheimer's. Customer was not on pump during ER visit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and customer had high blood glucose was over 500 mg/dl because customer couldn't remember how to fill the insulin pump. The customer had alzheimer's short term. The insulin pump will not be returned for analysis.